Manufacturer narrative:
Device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Event description:
An implant form was received for the patient's battery replacement surgery, which was indicated to be prophylactic. No additional information was received to date.

Event description:
It was reported that a patient had a left breast abscess that was being treated with antibiotics. The person reporting the abscess did not believe it was related to vns. Device history records were reviewed for the implanted generator. The device passed all quality inspections prior to distribution. No additional, relevant information was received to date.